Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a "low" blood glucose level (bg), specific bg was not provided. Reportedly, the customer alleged the pump software did not accurately adjust the amount of insulin delivered resulting in the low bg. Customer consumed carbohydrates to treat low bg. Tandem technical support (cts) performed a system check and performed a review of the pump data and determined the suspected cause was due to the customer's personal profile requiring adjustments. Cts determined that the pump functioned as intended, customer understood and acknowledged. Recommendation was made to discuss diabetes management with a healthcare professional.